Manufacturer narrative:
No code available: rectal discharge from the tumor. The device history record for the reported lot number, 0008032851, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual complaint product was not returned for evaluation. All information reasonably known as of 02-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 95 ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cath place: port. Date and time infusion started: (B)(6) 2018 at 1400 date and time infusion stopped: (B)(6) 2018 at 1300 but the device was empty before this time. Time of actual completion not documented. It was reported the pump infused too fast. Additional information received 19-feb-2018 from the pharmacist stated the patient noted that the 5fu pump infused faster than usual. The patient noticed it being about one-half empty by 2300 on (B)(6) 2018. The patient complained of increased fatigue and rectal discharge from the tumor per the nurse's documentation. The nurse explained that the device emptied sooner than it should have. The patient was not receiving any warming or cooling therapy. The pump and device tubing was not under any warming or cooling therapy. The pump was below the infusion site. The device carry cased was used, the patient carried it like a purse. No additional information was provided.

Manufacturer narrative:
Correction: brand name. All information reasonably known as of 08-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).